Manufacturer narrative:
The reported field event of impedance anomaly was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lost-to-follow-up patient came to clinic for device check and higher than upper limit hv lead impedance for over a year or longer was observed. The device is on fsca battery advisory list. It was noted that the issue first appeared just four months post-implant. The device has not delivered any hv therapy. Further testing was recommended. The device was tested and asynchronous shock was successful with normal impedance. When the device was removed from the pocket and was tested again, high out-of-range hv lead impedance measurement was noted. When the device was replaced and connected to chronic lead, normal impedance measurements were noted. There were no patient problems during the device change-out. Patient was fine in the recovery room.

Manufacturer narrative:
Correction: no treatment failure was noted on the device. Initially when the device was tested, synchronous shock was completed successfully with normal impedance. (B)(4).